Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: (B)(6), most corneal burns can be traced to issues related to surgical technique and not malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
A surgeon reported a patient had a corneal burn that occurred immediately following insertion of the phaco tip in the eye. As a resident was performing the actual case, the surgeon noted the resident performing this case had not yet began to sculpt when the burn developed. The incision size was reported to be 2.4mm. The surgeon also reported the pt had intraoperative floppy iris syndrome (ifis) associated with the use of flomax. As the corneal burn was somewhat larger, the case was finished through a separate incision. The incision eventually needed to be glued to adequately seal the first wound. Add'l info regarding pt's status was requested but none has been received to date.